Manufacturer narrative:
(B)(4). Method: the complaint opt544 adult optiflow cannula was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information and photograph provided by the hospital, investigation of similar complaints and our knowledge of the product. Results: the hospital reported that the patient was not restless and that the lanyard is not used in a standard set up in this hospital. A lot check could not be performed as the lot information was not provided. Conclusion: without the return of the complaint device we are unable to determine the cause of the reported problem. However, over tightening the head strap or incorrect sizing of the cannula may cause pressure sores. The user instructions that accompany the opt546 adult optiflow cannula state the following: -"ensure nasal cannula is sized correctly and does not create a seal in the nares." The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare representative that the opt544 adult optiflow cannula caused a pressure ulcer beneath the nose.